Event description:
It was reported that the ipg was unable to be set to MRI mode. Lead diagnostics showed that the lead had high impedances. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The event of ipg eol/lead replacement was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. The patient was unable to go into MRI mode. The paddle lead was explanted and replaced due to high impedance. Therapy was restored after surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.